Event description:
It was reported the patient experienced a loss of therapeutic effect following a fall. It was stated the patient fell on (B)(6) 2012 and fractured her fibula. The patient went to the emergency room and was sent home the same day. It was stated the patient fell again on (B)(6) 2012 on her bottom. The patient saw her orthopedic doctor on (B)(6) 2012. The patient stopped feeling stimulation on (B)(6) 2012, and had been feeling pain off and on. It was also reported the patient had fallen many times before, most recently in (B)(6) 2012. X-rays were performed after that fall and did not reveal any issues with the device. The patient had also fallen in (B)(6) 2011 on multiple occasions, and believed she had cracked her tailbone. On that occasion the patient was in the emergency room and had a fever of 102, but after 4 days was released. The patient was also having trouble with their recharger. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the cause of the event to be the patient had a fall in (B)(6) 2012 and developed persistent lbp (low back pain) and recurrent falls. There were no abnormal impedances. There was a surgical intervention wherein the device, lead and extension were explanted. It was noted that the patient felt the device was no longer helping her and she was having recurrent falls. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product typ: lead: product ID 37752, serial# (B)(4). Product typ: recharger: product ID 37743, serial# (B)(4). Product typ: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6),